Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 500-599 mg/dl. Elevated blood glucose was addressed with a manual injection and by changing pump supplies. Customer reported filling cartridges with cold insulin. Customer was informed that cartridges should be filled with room temperature insulin per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery.